Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. Guide wire separations may occur when the wire is subjected to tensile or torsional loads beyond its design limits causing the guide wire to detach. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to advance/position the guide wire through a balloon dilatation catheter (bdc)and material separations appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement of (2) balance middleweight universal guide wires using the buddy system, it is likely that the guide wires encountered resistance against the heavily tortuous anatomy therefore, causing additional resistance during advancement of the bdc over the guide wires. Manipulation and torqueing during advancement resulted in the reported separation and subsequent damages to the guide wires. There is no indication of a product quality issue with respect to manufacture, design or labeling.correction: the device was initially reported as returning for analysis, but has now been reported as not returning because it was discarded at the account.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two trek rx and bmw universal device referenced are being filed under separate medwatch reports.

Event description:
It was reported that the procedure was to treat a non calcified lesion in the heavily tortuous ramus coronary artery. Resistance was noted during advancement of (2) balance middleweight universal guide wires; although they both eventually made it to the lesion. Resistance was also noted during advancement of a 2.50x15 mm and a 3.00x15 mm trek balloon dilatation catheter (bdc) and a lot of manipulation and torqueing was required to advance the bdcs to the lesion. Due to the manipulation, both guide wires snapped and separated inside the anatomy. One coiled up and the other poked through both shafts of the trek bdcs. Everything was able to be retrieved from the anatomy via snare. A xience sierra stent was ultimately implanted and there was no adverse patient sequela. The entire procedure lasted 3 hours. No additional information was provided.